Event description:
The event list shows more then 128 episodes. However, there are no recorded iegms. The representative reports that the counters showed more then 60,000 successful atp one shots since the last follow-up but atp one shot was not programmed on in the device. The patient received an external shock for ventricular tachycardia which the device did not detect. The rate of the tachycardia is unknown at this time. The device remains implanted.